Manufacturer narrative:
The failure investigation has been completed for the battery not charging and the alleged issue was verified. The failure investigation has been completed for the malf 16. Based on the analysis, the alleged issue could not be verified.

Event description:
Reportedly, the pump declared a malfunction and shut down. It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.